Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and flanks and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11-additional change and/or corrected data: a2, a4, b5, d1, and d4. G3 in previous medwatch was inadvertently left blank instead of (B)(6) 2021.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Clinical studies have shown that the coolsculpting procedure will naturally remove fat cells but, as with most procedures, visible results will vary from person to person. The reason for no appreciable results can be multi-fold: even though some patients may indeed be non-responders, most other causes can be managed, such as patient expectation, patient selection, number of treatments prescribed, applicator selection, applicator placement, etc. The coolsculpting user manual, under zeltiq clinical studies, contain additional information on efficacy based on pre-clinical and clinical investigations. Investigation is ongoing.

Event description:
Allergan received a report of a patient who received coolsculpting to the stomach on (B)(6) 2020 and the patient advised two days later that her fat felt harder. The patient contacted the clinic on (B)(6) 2021 to advise she is dissatisfied with the results and believes she has developed paradoxical hyperplasia.